Event description:
It was reported that the pump reset unexpectedly. The customer's blood glucose (bg) was displayed as "high"; although specific value was not provided. Customer administered a correction bolus via the pump to address the bg. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.